Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for radiculopathy and spinal pain. The patient reported that they cannot recharge their ins due to a reposition antenna screen on their recharger. They did not have telemetry with recharging. The patient noted that they have been seeing the reposition antenna screen for about a month. A poor communication screen was also seen during troubleshooting. They mentioned that they last successfully recharged their device about a month ago. The patient was redirected to follow-up with their healthcare provider. Additional information was received from a manufacturer representative (rep) reporting that the patient stated they were unable to connect to charge their ins. They stated that they had not used or charged their ins for at least a month which may have contributed to the issue. The rep reported that they were scheduling an appointment with the patient to do a trickle charge due to the potential overdischarge. The issue was not resolved at the time of the report. Additional information received from a manufacturer representative (rep). It was reported the ins was overdischarged. The rep performed two trickle charges that were unsuccessful. After two unsuccessful trickle charges, the patient did not want to attempt any further trickle charges and is tentatively scheduled for replacement on (B)(6) 2020. No further complications were reported.